Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. Customer got out of hospital due to sites leaking he had diabetic ketoacidosis. Leak was coming out center of his site. Customer was able to change the infusion set. Customer treated with insulin pump, insulin drip and manual injection. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.